Event description:
A medtronic representative reported that power to the fusion navigation system was intermittent. He was able to wiggle the cord in the wall socket to achieve power but it was cut when he let go of the plug. The rep tried multiple outlets, all showed the same behavior. However, with an extension cord bypass of the external power cord he had consistent power to the system and was able to boot normally. No patient was present at the time of the alleged malfunction.

Manufacturer narrative:
The device manufacture date was unknown at this time. The medtronic representative found that the issue was related to the external power cord. A replacement fusion main cable was shipped to site. He reported that the replacement power cord solved the issue. System restored to full functionality. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The returned cable is well worn but there are no cuts or other physical damage to the cable. The cable passed a continuity test with no opens or shorts detected. However, the connector for the brown wire in the female plug appears to be loose as if wear has widened the gap possibly causing the intermittent power issue. Hardware deformation directly caused the issue.

Manufacturer narrative:
The manufacture date has been provided.